Manufacturer narrative:
Evaluation summary: based upon the inquiry information received visual and functional examination: the unit was found to require the interface board and black cable replaced. The device was functionally tested, met all product requirements and returned to the customer.

Event description:
It was reported that the screen on the control module was cracked and the touch screen would not function properly. There was no patient consequence.